Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pvc (premature ventricular contraction) undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing atrial fibrillation (af) episodes. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.